Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified the patient underwent lead revision on (B)(6) 2018. Upon opening the lead incision site, the physician noted the tail end of lead was fractured. The physician is uncertain if it was cut by mistake when cutting down. The lead was replaced with a new one and repositioned restoring effective therapy.